Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead displayed shock impedance measurements of greater than 200 ohms. The out of range shock impedances were able to be created with arm movement. Defibrillation threshold (dft) testing was performed which returned a normal shock impedance measurement. The system will continue to be monitored. There were no adverse patient effects reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
Additional information was received which indicated this ICD and another manufacture's rv lead has consistently exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed it is likely a distal coil fracture and recommended commanded shock testing again. The patient was referred to their electrophysiologist. This ICD system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that non-invasive programmed stimulation (nips) testing was performed. (B)(4). The device was reprogrammed to coil to coil and the shock impedances were 96 ohms. Boston scientific technical services (ts) recommended replacing the device and rv lead. At this time, the ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct data in evaluation conclusion code.

Event description:
This supplemental correction report is being filed to correct the conclusion code.